Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported several weeks ago there was an incident that involved a guide wire that got caught in the patient's artery. In an attempt to remove it, the wire and cathlon both got sheared off. It is believed that there was a vascular consult and a delay in the case. As of (B)(6) the clinical information has not been confirmed for this patient. Additional information is to be submitted. No additional information has been provided to date.